Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the tracheal intubation was successful, the balloon leaked air and the tracheal catheter was immediately replaced and re-intubation was performed. There was a delay on the patient's rescue time.